Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user was alleging that the insulin pump was over delivering. Customer also experienced low blood glucose and not treated. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.